Event description:
Customer called to report that she went to the doctor due to abdomen infection. Customer stated that this is the second time she had to go to hcp because her sensor gives her abdomen infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.